Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was bent on (B)(6) 2024. The blood glucose level was 579 mg/dl and was managed by multiple daily injections. The patient was hospitalized due to hyperglycemia and ketoacidosis. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.